Event description:
A distributor reported to a company representative that a physician suspected a patient's generator was depleting faster than expected. The device history records were reviewed for the generator and confirmed that the device was manufactured using a process that may have contributed to premature battery depletion. The device met all specifications for release prior to distribution. No additional relevant information has been received to date.

Event description:
Additional programming data was reviewed for the patient's device. The device has been programmed to high output currents with a rapid duty cycle. The data was available for a 3-month span 2.5 years after the device was implanted. As of the last available date in the programming history, 75% of the battery capacity had been consumed. The generator displayed a 25% life remaining indicator on that date, as expected. Based on the available data, there is no indication of a device malfunction. The observed battery depletion appears normal and is expected due to the high programming settings of the generator. No additional relevant information has been received to date.

Event description:
It was reported that this patient received a generator replacement due to battery depletion. The generator was discarded after surgery. No further relevant information has been received to date.